Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening, white particles, device appearance (observed void on valve side in the part not texture side, because reason is a not defect) and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on plug strap disk shell due to an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported creases and "folded upon itself." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.